Event description:
Clinic notes were received for this patient's replacement surgery. The clinic notes stated that the patient had instructed an independent neurologist to reduce their settings, but no date or reason was provided. It was also noted that the patient would like his vns off, but there is no reason recorded. The patient reported that his voice changes and he has trouble swallowing when his device goes off when he is eating. It was also reported that the patient has an "atypical scar and placement of the vns stimulator and recurrent symptoms are provoked by stimulation" and this is the reason for referral for a vns revision. Additional information was received that the patient's settings are very low due to inability to tolerate high settings, believed to be due to the lead placement. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the voice alterations and difficulty swallowing were contributing factors to the surgery referral. The scar was considered to be atypical as it is located on the front of the patient¿s throat instead of on the lateral aspect of the neck. No known surgical intervention has occurred to date.